Event description:
It was reported that the patient has high impedance. It was noted that the physician suspects a lead break. No known surgical intervention has occurred to date. No additional relevant information has been received to date.